Event description:
Follow up information identified the physician was to implant a new lead on (B)(6) 2018 to cover new pain area.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was undergoing surgical intervention to replace the ipg on (B)(6) 2018 (please see related MFR. Report #: 1627487-2018-10455). The physician wanted to add a second lead, but then snapped the end of the implanted lead. The old lead is still in situ, but it is not in use. The patient only has the newly implanted lead connected to the ipg.